Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & system log files. With start of an emergency procedure automatic system movements were repeatedly interrupted by the system. The system messages "stand/table adjustment needed, sc - move carefully", "stand/table error - use emergency stop to reset" and "limited stand/table movement, wait, robot com. Problem active" were displayed to the user. The procedure was then continued and finished using an alternative system. No health consequences were reported to this event. The onsite service intervention showed no deficiencies as the user had performed a power cycle in the meantime, which resolved the problem. Log file analysis revealed that during first system start on this day the ethernet connection between the system and the robot was briefly not established. Consequently, the robot was not properly started, resulting in the problems with the automatic movements as described. The reason why the connection was temporarily unavailable could neither be determined nor provoked. In general, the operator manual contains adequate information on how to handle movement problems (e.g., reset of the stand control unit). In addition, the displayed system messages also indicate possible remedies for the situation (e.g. " ¿ use emergency stop to reset"). A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. During an emergency patient procedure, system movements were blocked. Additional information was provided that the procedure was continued and finished using an alternative system. We have no indications of any adverse effects on the health status of the involved patient.